Manufacturer narrative:
The lot number of the device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information provided, the exact root cause of the event cannot be determined.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that capsular fibrosis/striae and anterior lens vaulting were observed. A yag was performed on (B)(6) 2015. The lens was explanted approximately 1 month later and replaced with a different model lens implanted in the sulcus. Reportedly the patient needs a vitrectomy. This report refers to the patient's left eye. According to the surgeon suspected vitreous pressure pushing the iol forward was the likely cause of the event.